Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the cause of the ins tilting was not determined. The generator did replace a prior model in the same incision, which is a possible factor. The patient was sent a replacement programmer, which resolved the problem. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble with changing the settings unless the controller was about six inches away from the ins. The implant was in the same location as the ins it replaced. The rep said the ins was at a slight angle. The rep also noticed that if the controller was more than six inches away from the ins, it goes from good to poor recharging. Technical services clarified with repair that telemetry was one meter. It was reported the communication issue with the controller had occurred since implant. A replacement controller was sent to the patient. No symptoms or further complications were reported/anticipated.